Event description:
It was reported that the patient was unable to turn on the implantable neurostimulator (ins) and an end of service (eos) message was displayed. The ins had become overdischarged for the third time and was going to be replaced, but no surgery date had yet been set. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, explanted: na, product type lead; product ID 37752, serial # (B)(4); product type recharger; product ID 37743, serial # (B)(4); product type programmer, patient product ID (B)(6), serial # (B)(4), implanted: (B)(6) 2008, explanted: na; product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; product type extension.